Event description:
Patient called lfs in 2001 alleging that the patient's ot basic meter had segments missing on the patient's meter, which resulted in the patient guessing the patient's insulin dosage.